Event description:
On the event date, the patient reported that she noticed condensation in the cartridge compartment of the infusion device this afternoon and her blood glucose was elevated to 500 mg/dl. She inserted a new insulin cartridge but did not dry the cartridge compartment. Her blood glucose decreased to 300 mg/dl. She stated that she now sees more condensation in the cartridge compartment. To troubleshoot, the patient was instructed to disconnect from her infusion site and to remove the insulin cartridge. She was instructed to dry the cartridge compartment and she stated that the bottom of the insulin cartridge was wet. She stated that she does not reuse insulin cartridges. The patient called back on the same day, and stated that she set up her infusion device and had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.